Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety shield popping off needle instead of engaging on product. The following information was provided by the initial reporter. The customer stated: ¿material no:368607 batch no: 2027262 it was reported that bd vacutainer® eclipse¿ blood collection needle safety shield popping off needle instead of engaging on product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes. Returned to manufacturer on: 2022-08-30. H.6. Investigation summary: "material #: 368607, lot/batch #: 2027262, bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety shield popping off needle instead of engaging on product. The following information was provided by the initial reporter. The customer stated: ¿material no:368607 batch no: 2027262 it was reported that bd vacutainer® eclipse¿ blood collection needle safety shield popping off needle instead of engaging on product."